Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the needle was discovered to be broken with a 1 ml bd slip tip syringe with attached needle. The following information was provided by the initial reporter: the needle was broken. I was trying to withdrawal the medication and it was all coming back to me, it was spilling back. I found out the one thing that goes to the needle and the one thing that goes to the injection was broken, and it was left inside of the syringe. Confirmed that there have been no missed doses. Additionally, the customer provided the following additional information: 1. Dose (number): "0.04 ml once daily." 2. Unit: ml. 3. How many units affected (broken vials/capsules): 2 needles. 4. Expiration date: xxfeb2023/ lot # l1905g. 5. Available for return (yes/no/unknown): no. The caller stated, "I don't think so, I would have to take all the needle out of the container." Advised the patient to not go into the sharps container. 6. Consent to contact (yes/no/unknown): yes. 7. Date reporter became aware: 16mar2020. The event occurred on either (B)(6) 2020 or (B)(6) 2020.

Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: it was reported that during use the needle was discovered to be broken and leakage occurred with a 1 ml bd slip tip syringe with attached needle. The following information was provided by the initial reporter: the needle was broken. I was trying to withdrawal the medication and it was all coming back to me, it was spilling back. I found out the one thing that goes to the needle and the one thing that goes to the injection was broken, and it was left inside of the syringe. Confirmed that there have been no missed doses. Additionally, the customer provided the following additional information: 1. Dose (number): "0.04 ml once daily." 2. Unit: ml 3. How many units affected (broken vials/capsules): 2 needles 4. Expiration date: xxfeb2023/ lot # l1905g 5. Available for return (yes/no/unknown): no. The caller stated, "I don't think so, I would have to take all the needle out of the container." Advised the patient to not go into the sharps container. 6. Consent to contact (yes/no/unknown): yes 7. Date reporter became aware: 16mar2020. The event occurred on either (B)(6) 2020. F.10 device codes: 1069 & 1354.

Event description:
It was reported that during use the needle was discovered to be broken and leakage occurred with a 1 ml bd slip tip syringe with attached needle. The following information was provided by the initial reporter: the needle was broken. I was trying to withdrawal the medication and it was all coming back to me, it was spilling back. I found out the one thing that goes to the needle and the one thing that goes to the injection was broken, and it was left inside of the syringe. Confirmed that there have been no missed doses. Additionally, the customer provided the following additional information: 1. Dose (number): "0.04 ml once daily." 2. Unit: ml 3. How many units affected (broken vials/capsules): 2 needles 4. Expiration date: xxfeb2023/ lot # l1905g 5. Available for return (yes/no/unknown): no. The caller stated, "I don't think so, I would have to take all the needle out of the container." Advised the patient to not go into the sharps container. 6. Consent to contact (yes/no/unknown): yes 7. Date reporter became aware: 16mar2020. The event occurred on either (B)(6) 2020.

Event description:
It was reported that during use the needle was discovered to be broken with a 1 ml bd slip tip syringe with attached needle. The following information was provided by the initial reporter: the needle was broken. I was trying to withdrawal the medication and it was all coming back to me, it was spilling back. I found out the one thing that goes to the needle and the one thing that goes to the injection was broken, and it was left inside of the syringe. Confirmed that there have been no missed doses. Additionally, the customer provided the following additional information: 1. Dose (number): "0.04 ml once daily." 2. Unit: ml 3. How many units affected (broken vials/capsules): 2 needles 4. Expiration date: xxfeb2023/ lot # l1905g 5. Available for return (yes/no/unknown): no. The caller stated, "I don't think so, I would have to take all the needle out of the container." Advised the patient to not go into the sharps container. 6. Consent to contact (yes/no/unknown): yes 7. Date reporter became aware: 16mar2020. The event occurred on either (B)(6) 2020.

Manufacturer narrative:
H.6. Investigation summary no samples displaying the reported condition were received no defects could be confirmed. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of needle broken with lot #9070752 regarding item #309597. In regards to the missing needle in the gattex kits, these are not manufactured at any bd facility. Therefore, the number of packages in a kit is not a bd-related issue and should be investigated by the kit¿s manufacturer. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are necessary at this time. Complaints received for this bd device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.